Event description:
It was reported that the user experienced a low continuous glucose monitor reading of 63 mg/dl without symptoms, no alerts, and a rapid glucose decline, and they treated with oral glucose tablets with subsequent return to range. Investigation of this case revealed no device malfunction identified and user-reported resolution after treatment. The user had asymptomatic low glucose symptoms reported. Outcomes included no reported injury and self-resolution after oral carbohydrate treatment. It was concluded that the event was hypoglycemia with an unclear cause and that the system function appeared as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.